Event description:
It was reported that system diagnostics resulted in high lead impedance in the o.r. After replacing a generator due to end of service. Further information received indicated the surgeon ran system diagnostics multiple times after replacing the patient's generator which resulted in high lead impedance. Additional information from the surgeon indicated no patient manipulation or trauma and no x-rays were taken prior to surgery. Good faith attempt to obtain additional information from the treating neurologist have been unsuccessful to date as well as product return for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.